Manufacturer narrative:
The consumer previously broke the arm when she got it caught under a table. Consumer's husband tried to fix the arm by himself by putting in a copper pipe. Allegedly the armrest broke after the husband put in the cooper pipe. The provider states the armrest was repaired and unit is working properly. Customer's husband took the old armrest back when the provider did the repair.

Event description:
Consumer's husband alleges while the consumer was using the armrest to transfer the armrest allegedly broke causing the consumer to fall out.